Event description:
It was reported that the pt experienced stimulation in the wrong location. The dr explanted the stimulator and replaced it with a pump. No pt outcome was reported.

Manufacturer narrative:
(B)(4).